Event description:
Pt's infusion of fluorouracil (5fu) was started in clinic via a homepump disposable elastomeric infusion system infusing into pt's PICC line. 1740 mg was to be administered per day for a total of 6960 mg of 5fu over 96 hrs. The homepump was filled by co's pharmacy and delivered to the clinic for administration. Home care teaching was provided and pt was instructed to return to clinic four days later. The pt's spouse called the day before their return to the clinic, reporting that the infusor "bomb" was leaking. The spouse was instructed to disconnect tubing from the PICC line and close all clamps. He was also instructed how to contain the infusor pump and clean all items that had come into contact with the chemotherapy agent. The pt and spouse returned to clinic as advised.